Manufacturer narrative:
The cycler was returned for evaluation. An exterior visual inspection showed no signs of physical damage. The simulated treatment was performed and completed without any failures or problems. The resulting treatment data sheet reflects the programmed treatment settings. The cycler weighed fill volume values were within tolerance. The valve actuation test passed. The system air leak test passed. There were no discrepancies encountered in the internal inspection of the cycler. The reported symptom was not confirmed with testing. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient that, during drain 1 of treatment, the patient had filled with 1996 ml and drained 3755 ml, at which point the patient cancelled the rest of treatment due to the high drain volume. The patient then reportedly performed a manual drain the following day, and had drained an additional 2200 ml of fluid. The patient's largest prescribed fill volume is 2000 ml, and the patient's largest drain was a combined 5955 m resulting in a drain of 298%. Therefore, a reportable malfunction has occurred.